Manufacturer narrative:
The reported device will be returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
The distributor reported on behalf of the user facility that 1.5 hours prior a 3 hour craniotomy procedure ending, using a 60-8005-sys system 5000, the patient suffered an alternate site burn on their back. There were no reported surgical complications, esu alarms or delays. Upon gathering additional information, the burn was treated with mebo / burnajim gel and the patient had no known extended hospital stay. An electric, water circulate, blanket was under the patient's whole body covered by the patient's clothes; the blanket was turned off 1.5 hours before the procedure was completed. A 410-2000 surefit (medwatch 3007305485-2018-00079) and 130303a goldline pencil were involved in this incident. This report is being raised on the basis of a reported patient injury.

Manufacturer narrative:
Corrected date: change "... Using a 60-8005-sys system 5000" to "... Using a 60-8015-sys system 5000" since upon device evaluation the unit was found to be catalog number 60-8015-sys. Change "the system 5000, full system - 210v" to "the system 5000, full - international" change "the system 5000, full system - 210v" to "the system 5000, full - international" change "60-8005-sys" to "60-8015-sys" manufacturer narrative although no device malfunctions were reported by the user facility during the procedure, the device was returned to conmed for evaluation. Moreover, photographic evidence was provided which confirmed the reported injury; the alternate site burn is on the patient's back. The distributor provided a video recording with arm testing. Testing was performed by means of placing a dual foil pad on a person's arm; without a pad connected to the persons arm, it was observed that the single foil red indicator would toggle on and off. Evaluation of this video potentially shows that the red led for the dual foil pad is not operational. The dual foil indicator did turn green, when the pad was placed on a person's arm, which signifies that the contact resistance is within the arm specifications. The failed indicator would not contribute to an alternate site burn. This indicator is a visual aid for the o.r. Staff only. Upon receival and evaluation of the device it was found the error code fs was displayed; which would have rendered the unit unusable during the procedure. The unit has multiple fail-safe systems if this error code fails to inhibit rf. From the information gathered, the system 5000 may have been the source for the burns, but not the cause. No malfunctions were reported for the concomitant devices, and to date, they are not being returned to conmed for evaluation. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A two-year review of complaint history revealed 4 other similar complaints for this product family and failure mode. In that same timeframe, 1,869 units of this product family have been sold worldwide, making the rate of occurrence of 0.003, if all complaints are confirmed. The instructions for use for the system 5000, advises the user of the following warnings and contraindications. - heat applied by thermal blankets or other sources is cumulative with the heat produced at the dispersive electrode (caused by electrosurgical currents.) Choosing a dispersive electrode site that is remote from other heat sources may minimize risk of a patient injury. - the patient should not be allowed to come into contact with metal items that are grounded or have an appreciable capacitance to earth (such as operating tables, supports, etc.) - if a dispersive electrode or a.r.m. Alarm is sounded intraoperatively, physically confirm proper dispersive electrode attachment to the patient and confirm that the display falls within the set range. The instructions for use for the 410-2000 surefit, advises the user of the following warnings and contraindications. - some equipment and/or techniques fall outside the intended use of standard electrosurgery dispersive electrodes, such as application of high current, long activation times, or use of conductive fluid (e.g. Tissues ablation, joint abalation, etc.). In these high current procedures, there is a risk that excess heat may build up in standard dispersive electrodes which may result in patient injury or burns. - surefit dual dispersive electrodes are not recommended for use in high current procedures where the activation time and current exceed 30 a2s in any 60 second period. - ensure full contact of the pad with the patient's skin. Failure to achieve good skin contact by the entire adhesive surface may result in electrosurgical burns or poor electrosurgical performance. Due to the severity of the reported injury, additional investigation will be conducted to assess if the involved devices contributed to this injury. This issue will continue to be monitored through the complaint system to assure patient safety.